Event description:
It was reported that the event occurred in the coronarography unit after insertion of the intra-aortic balloon (iab). The iab was inserted through the teflon sheath via femoral with no issues. At the time of the purge, the pump alarmed purge failure and the iab was not able to be used. As a result, the iab and sheath were removed as one unit successfully. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was a delay or interruption in therapy reported with no harm to the patient. The patient outcome is fine. It was noted that the pump used was the iap-0500-f, serial #(B)(4). Reference MDR #1219856-2012-00104 for the second event involving the same patient.

Manufacturer narrative:
Manufacturer control no (B)(4). Follow-up report will be filed if additional information becomes available.